Event description:
A male patient reported experiencing an "infection" two times while using renu with moistureloc multi-purpose solution. The first occured in 2006 and the second 45 days later. According to the pt, he wore an eye patch for approx one month and spent two nights in the emergency room. According to the physician, the pt presented with herpes simplex keratitis with secondary uveitis in the left eye. He was treated with viroptic, prednisolone and acyclovir and his symptoms resolved with permanent damage including mild to moderate corneal scarring. Treatment by the physician ended 3 days later. Approx 2 months later, the pt indicated that his cloudiness symptom cleared up and his right eye was fine; however, the vision in the left eye had not cleared up and he was still wearing glasses.

Manufacturer narrative:
Chemical testing of the returned sample shows the solution met all shelf life limits. In addition, the physician reported that this event was not directly related to a specific product. Based on all information, no causal factors can be determined, and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb intiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.